Event description:
Right side MRI indicated rupture.

Manufacturer narrative:
Sientra requests to void this report as this is a duplicate of report number 1651189-2022-01915. All updates will be made to that report number. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.